Event description:
On july 29, 2006, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter displayed the apply sample message. The med affairs spec. (Mas) spoke with the pt on july 31, 2006 to obtain/verify the following info. The pt takes glucotrol xl and glucophage twice a day; she did not recall the specific dosage. She purchased the reported meter in 2006 after experiencing a hypolgycemic incident a day before. She was able to perform 3 passing control solution tests with the reported meter and one blood glucose test on the following day; the blood glucose result was 129 mg/dl. After obtaining the single blood glucose result, she was unable to obtain further results. She attempted to test with the reported meter several times on the 3rd and fourth day and day after. She continued to take her usual daily diabetes medication. On the 3rd day, the pt became non-responsive, she did not know if she lost consciousness. She said her son called ems. Emt's obtained a result of 28 mg/dl on the ems meter. The emt's treated the pt with oral glucose, rather than insulin as previously noted. After receiving oral glucose, the pt became more alert and ate food. The emt's attempted to test the pt with the reported meter and were unable to obtain a result. The pt experienced a "similar" episode on the morning of the following day. The pt said she did not know the result obtained by ems on that day. The pt was taken to the hosp. Her physician decreased the dosage of her oral diabetes medications following the incidents. The customer care advocate (cca) confirmed that the pt used correct testing technique. The cca walked the pt through retesting with a new test strip. The apply sample issue was not resolved. The meter, test stirps, and control solution were replaced. The complaint is reported because the pt was unable to obtain a result on lfs meter. She experienced symptoms that suggested hypoglycemia. A low blood glucose result was obtained on an ems meter and the pt received treatment with oral glucose and food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.